Manufacturer narrative:
Further information was requested but was not available.

Event description:
It was reported that far r wave oversensing and auto mode switching (ams) was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended.